Manufacturer narrative:
A complaint was received related to a bemis canister, product code b1605. The canister is a single use, disposable vacuum canister used with our mammotome vacuum assisted biopsy system to facilitate vacuum, managing fluids, and enabling tissue acquisition during a breast biopsy procedure. Although the canister is not manufactured by devicor, nor does devicor hold the regulatory pathway, it is an integral part of our system, and the failure would not be observed without its use with our system. This event was forwarded to the manufacturer for review and MDR assessment. However, after further clinical review of this failure mode with devicor's medical department, this event was reassessed and determined to be MDR reportable as a malfunction of the system. Pursuant to 21 cfr 803 as a result of potential for serious injury should a malfunction recur, we are submitting this medwatch report.

Event description:
The affiliate has reported the canister exploded at the beginning of the procedure (first sample). The procedure was completed with another b1605. No consequence to patient.